Manufacturer narrative:
Block b3: exact date unknown, event occurred 6 months after the implant date.

Event description:
It was reported that the patient was hospitalized due to severe pain in the legs as the patient was not receiving enough therapy from the device.